Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: two devices were returned in a clear plastic bag. Provided with the return was one open tray and one sealed tray from the lot number provided in the report. The labels match the products returned. The photos provided by the user show the used device with the cracked white handle, the red activation knob which has split in half, and the product label. The lot number provided in the photos matches this report. The label in the photo matches the product reported. Device #1(used): our evaluation of the product said to be involved confirmed the report. The device was returned with the red activation knob split and when removing the device from the tray it was noted the white handle has split as well with cracking along the edges and is separated into 2 pieces. Powder is present in the device nozzle. The co2 cartridge and a small white o-ring were found within the plastic bag. The co2 cartridge was fully punctured. The activation switch was returned in the "off" position. The lance component of the regulator was separated allowing other components to separate from the interior of the regulator. Not all components were included in the return, the majority of the regulator components (lance, black o-ring, small metal ball, and spring) were not returned, only 1 catheter was provided, and pieces of the red activation knob are missing. Device #2(unused): our evaluation of the product said to be involved could not confirm the report as it was described. The sealed device was returned with all components. We attempted to reproduce the difficulty experienced by the customer. In an attempt to replicate mechanical creep which may have been a cause for this occurrence, the device was activated near fully until a small amount of co2 could be heard escaping. The device was then placed on its side and left to sit for 6 hours within a safety box. At the completion of the 6 hours the device was removed from the safety box and deactivated. No visible damage was noted to the device. There was no audible discharge from the co2 cartridge, and it was fully punctured. The foam was inserted in the correct orientation within the handle (slits facing the red activation knob). A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Our lab was unable to replicate the occurrence as described, however, if the device is left with the co2 activated for an extended period of time, "mechanical creep" of the material is possible, which could result in a sudden discharge of co2, damaging the device. The description of event indicates that the device was left activated following the completion of the procedure. The IFU states: "upon completion of procedure, depressurize device by rotating activation knob counterclockwise until co2 cartridge depressurizes completely." This is the most likely cause of the event. The device should not be left under pressure. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was left activated following the completion of the procedure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: our evaluation of the photos provided confirmed the report. A product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The photos provided show the cracked white handle, the red activation knob which has split in half, and the product label. The lot number provided in the photos matches this report. The label in the photo matches the product reported. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The description of event indicates that the device was left activated following the completion of the procedure. The IFU states: "upon completion of procedure, depressurize device by rotating activation knob counterclockwise until co2 cartridge depressurizes completely." This is the most likely cause of the event. The device should not be left under pressure. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was left activated following the completion of the procedure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to provide hemostasis in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the they used hemospray successfully to achieve hemostasis in a patient in the intensive care unit. After the procedure, the device was put aside to keep it in case a reintervention in same patient might be necessary. After 3 hours, a nurse heard a noise in the room where the used device was stored and found the hemospray device with a broken handle and broken red knob. No one was injured due to this occurrence and there was no patient involvement. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.